Manufacturer narrative:
Patient information is unknown. Date of event is unknown date in 2018. Device is an instrument and is not implanted/explanted. Reporter email address is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date, the cable lock could not lock the 1.7mm wire. Procedure outcome is unknown. There was no patient consequence. Concomitant device: 1.7mm wire (part: unknown, lot: unknown, quantity: unknown). This report is for a ø1.7mm cable lock for pistol grip cable tensioner. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: supplier- rti surgical / inspected, packaged and released by: monument; release to warehouse date: february 21, 2018; part: 03.221.017; 01.7mm cable lock for pistol grip cable tensioner; lot: p303538 (non-sterile); lot quantity: (B)(4). Parts are received from rti surgical and receive an incoming final inspection at the monument facility. Purchased finished goods travelers met all inspection acceptance criteria. Incoming final inspection sheet met all inspection acceptance criteria. Certificate of conformance supplied by rti surgical was reviewed and determined to be conforming. Packaging label log lppf was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of this product that would contribute to this complaint condition. Us customer quality (cq) investigation workflow: device interaction/functional. This investigation includes results from a supplier investigation (performed by rti surgical). Visual inspection: visual inspection at cq of the returned tensioner revealed no major or minor damage related or unrelated. No damage was noted by the supplier. Functional test: functional testing by the supplier revealed that the returned lock passed functional (tension) testing with a test cable. The cable used at the time of the event was not returned and investigated with the complainant device. The supplier concluded that a nonconformance could not be identified during investigation and the device was found to function as intended. The received condition does not agree with the complaint description. The complaint could not be replicated with the returned device. As such, a dimensional inspection and document/specification review are not required. Summary: the complaint condition was not confirmed during investigation. The device was found to be functioning per specification; no damage was observed. Although the cable used at the time of the event was not returned, rti¿s functional test found the cable lock to be functioning per specification with a test cable. It is possible there were other factors such incorrect device assembly or abnormal surgical conditions that occurred during the reported event that contributed to the reported issue. If additional information is received, the investigation may be reevaluated. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.